Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with cracked belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer donated the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.